Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, error, rewind, basic occlusion, occlusion, prime, excessive no delivery, and self tests. No blank display was noted. The pump also had a stripped battery cap coin slot, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had a damaged battery cap. She also reported having high blood glucose. She stated that the display was blank since the day prior to the call. The customer's blood glucose was over 400 mg/dl. Her blood glucose on the day prior was 240 mg/dl and she treated via manual injection. She stated that she replaced the batteries in the insulin pump, but it would show that the battery was not full. She stated that she had to use 3 batteries and that the insulin pump would shut off in the middle of a bolus delivery. She observed damage to the battery cap contacts. Upon troubleshooting, the display did not return after the battery contacts were cleaned. She noted that she had dropped the insulin pump about a month prior. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.